Event description:
It was reported, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. It was suspected the lead was not ideally placed when originally implanted. Technical support was contacted and recommended provocative testing. Diagnostic imaging is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the right atrial (ra) lead was repositioned to resolve the event. The patient was stable.

Event description:
Additional information was received indicating diagnostic imaging was performed and revealed the ra lead was accidentally placed in the coronary sinus. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.